Manufacturer narrative:
Additional and/or corrected data.

Event description:
On 21/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device lot: unknown on (B)(6) 2010. The patient underwent an ¿open incisional hernia repair with graft or prosthesis; excision or destruction of peritoneal tissue¿ on (B)(6) 2013. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, adhesions, wound, wound vac, intervention surgery.¿ the form lists the condition that was treated was ¿pain, recurrence, adhesions, wound, wound vac, intervention surgery¿ with approximate date of treatment on (B)(6) 2013. The ppf form also indicates the patient was implanted with an unknown non-abbvie device on an unknown date. The mesh was removed on (B)(6) 2010 due to ¿heterotopic ossification of previously placed mesh.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.